Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as a loss of consciousness. Customer was treated with "injection, ate and insulin (dose/type unspecified)" by third-party. Customer was seen at a hospital, hcp meter was used with unspecified results and unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as a loss of consciousness. Customer was treated with "injection, ate and insulin (dose/type unspecified)" by third-party. Customer was seen at a hospital, hcp meter was used with unspecified results and unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) has been updated from (B)(6) to (B)(6)based on the returned product. Section h4 (device mfg date) has been updated based on the returned product download. Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The reader powered on and able to set time/date and confirm uom (units of measurement). No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.